Event description:
It was reported by customer's father that customer was hospitalized due to high keytones. It was reported that customer's infusion set stopped working during the night and customer woke up with high blood glucose. Customer was hospitalized (B)(6) 2014 with blood glucose around 300 mg/dl. Customer was treated with IV fluids and set change. Customer was wearing insulin pump at the time of emergency room visit. Customer's father reports that customer wakes up with high blood glucose if infusion set is not changed after two days. It is also reported that sensor irritates customer's skin, but cream was recommended by doctor. No information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.